Event description:
This battery is used as part of the power module back up for the heartmate 2 and heartmate xve left ventricular assist device (lvad) systems. According to the manufacturer of this battery "thoratec", it should be replaced at one year. Initial testing of this battery indicated a 103% charge level when it was new; test # 3764. Repeated tests five months late, after being reported, returned a 65% and 79% charge levels but increased no further; test # 5110 & 5119.